Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02202. It was reported the patient ((B)(6)) was experiencing uncomfortable stimulation in the abdomen one week ago. X-rays revealed the patient's lead was not fully inserted in the ipg header. Additionally, the patient's lead migrated. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue. Effective stimulation was reported post-operative.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02202.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02202.